Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that perforation and pericardial effusion occurred. It was reported that during a pulsed field ablation (pfa) procedure a farawave catheter was selected for use. During the procedure, it was observed that a perforation occurred and a pericardial effusion was noticed. A pericardial tap was performed to treat the event. Patient is stable and recovered.

Manufacturer narrative:
H6 device code field was updated to adverse event without identified device or use problem (a24). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that perforation and pericardial effusion occurred. It was reported that during a pulsed field ablation (pfa) procedure a farawave catheter was selected for use. During the procedure, it was observed that a perforation occurred and a pericardial effusion was noticed. A pericardial tap was performed to treat the event. Patient is stable and recovered.